Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, based on similar reported events the most probable cause of the reported event could be attributed to operator's technique. The instruction manual provides warning statements to mitigate the risk of injury as ¿impact, fall, shock, or similar stress can result in damage to the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged." If additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
Olympus was informed that part of the distal tip on the inner sheath broke off into the patient during a transurethral resection of a bladder tumor. The user facility later informed that the broken fragment was observed at the end of the procedure. The physician re-examined the patient¿s bladder but no device fragment could be located. No x-rays were performed. The procedure was completed. No patient injury was reported. In addition, the device was inspected prior to procedure and no anomalies were observed.